Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using humulin u-500insulin with the pump. Tandem customer technical support informed customer that humulin u-500 insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.